Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical record review states that the patient underwent port placement, and procedure for hyperalimentation. The port aspirated and flushed easily, without evidence of leak. The course of the port catheter was evaluated by fluoroscopy. Fluoroscopy demonstrated a smooth catheter course without kink. Six months later, patient admitted to the emergency department for possible infected port. Patient was diagnosed as bacteremia and admitted and underwent catheter removal procedure. Therefore, it can be confirmed that the patient experienced bacteremia and bacterial infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2025), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately four months and seven days post a port placement, the patient allegedly developed with bacterial infection and bacteremia. It was further reported that the infected port was removed and new port has been implanted. However, the current status of the patient was unknown.

Event description:
It was reported through litigation process that approximately four months and seven days post a port placement, the patient allegedly developed with bacterial infection and bacteremia. It was further reported that the infected port was removed and new port has been implanted. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.